Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the hospital and an attempt was made at interrogating the device but there was no tone and no green lights on the programmer head. The left ventricle competitor lead had a high threshold. The competitor lead was removed and the 4196 lead was implanted. No patient complications have been reported as a result of this event.